Event description:
It was reported the patient was told by their doctor that they had high impedance on the left side. They were getting good relief and they hadn¿t had any falls. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387-40, lot # v001242, implanted: (B)(6) 2005, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot # v001242, implanted: (B)(6) 2005, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).